Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was able to confirm the following; pain, aortic rupture, endoleak type iiia with complete component separation, endoleak type iiib of the proximal cuff, and death. Additionally there was evidence to reasonably support the following observations; dilation of the proximal extensions, secondary endovascular procedure to reline with gore aui graft, secondary surgical procedure to perform a fem-fem bypass, hypotension, and multi-organ system failure. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity and loss of seal and was related to the strata material. It was also likely related to the anatomy of a 75 degree infrarenal angulation. Additionally, no known off-label or cautionary product use conditions contributed to the event. Associated clinical harms for this device failure included: type iiia endoleak; type iiib endoleak; aortic rupture; secondary endovascular procedure-reline with gore aui device; secondary surgical procedure-femoral-femoral bypass graft; pain; hemodynamic instability; and death. The final patient disposition was expired two days post-secondary intervention. The review of manufacturing lot confirmed all devices met specifications prior to release. The event devices was not available for return, device evaluation was not completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. Devices have been discarded at the hospital. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent, two infrarenal aortic extensions and a suprarenal aortic extension on (B)(6) 2012. The patient came in emergently on (B)(6) 2017 with pain, a computed tomography (CT) showed the patient had a type 3a, a potential type 3b endoleak and an aneurysm rupture. The physician elected to explant the devices and complete an open repair. The procedure was successfully completed. The patient expired one or two days post procedure.